Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Blue insertion handle failed to hold the base plate securely and resulted in damage to the base plate. Appears as though the base plate was difficult to place on the handle resulting in an improperly seated implant causing a loose or rocking motion of the base plate during application.

Manufacturer narrative:
Examination of the returned device confirmed the hex tip is worn and the slots are flared out. There is significant deformation on the side of the hex. The overall condition of the indicates heavy usage. Tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.